Event description:
As it was reported by an affiliate, during a procedure, the end of the pigtail of diagnostic endovascular catheter (dsa set f4 65 cm) "snapped off". The device was flushed properly. There was stenosis at the target vessel. The device was being taken off of the amplax wire when the end of the pigtail catheter snapped off. The distal end of the pig tail (tip) presented a clean crack and separated. The complete device was completely removed over the wire. The wire and the catheter were removed as a unit. A new catheter was used and the procedure was completed successfully. There was no injury to the patient reported. The product will be returned for analysis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Product will not be returned. ((B)(6) 2012).

Manufacturer narrative:
As it was reported by an affiliate, during a procedure, the end of the pigtail of diagnostic endovascular catheter (dsa set f4 65cm) 'snapped off.' The device was flushed properly. There was stenosis at the target vessel. The device was being taken off of the amplax wire when the end of the pigtail catheter snapped off. The distal end of the pig tail (tip) presented a clean crack and separated. The complete device was completely removed over the wire. The wire and the catheter were removed as a unit. A new catheter was used and the procedure was completed successfully. There was no injury to the patient reported. The product will be returned for analysis. One non sterile 4 fr nylex pig tail catheter was received coiled inside in a plastic bag with a separated piece of pigtail tip (85mm length) into another plastic bag. The separation was on the tip material at 5mm from the tip to body fuse area. The tip section has a perforation 3mm from the separation (see attached pictures). Unit has blood residues. On the separation section was observed an elongation (see attached pictures and sem report). Tip was found properly fused to the body. The unit did not present additional anomalies. Sem analysis report indicates the following results: 'evidence of ductile dimples and wall thickness reduction was found on both separation surfaces; in addition, one of the separation surfaces also showed evidence of elongation. These characteristic suggests possible stretching/ pulling until separation. Cutting was discarded as a failure cause since no mechanical surface damage was observed. The exact cause of this separation could not be conclusively determined.' Outer diameter (od) and internal diameter (ID) of the returned catheter was measured on separation section according to the drawing specification (B)(4) measurements were found out of tolerance; in this section, it was observed an elongation and outer diameter reduction resulting as consequence in internal diameter reduction. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of tip separation was confirmed through failure analysis. The exact cause for the separation could not be conclusively determined; however the analysis suggests that there was stretching and pulling of the device leading up to the separation. There is nothing in the device history report review or the analysis to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.